Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose. Six months prior, customer had blood glucose of 700 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer's doctor had raised the customer's insulin total by 9 units to treat the customer's highs. The customer was having issues with active insulin. Troubleshooting was not completed as the customer declined. The customer also had bad low events on (B)(6) 2018. The insulin pump will not be returned for analysis.